Event description:
It was reported that during a challenging renal artery stenting procedure the emboshield nav6 retrieval catheter could not advance the acute bend of the vessel to reach the filtration element(fe) for capture. Several maneuvers using different unspecified devices were attempted without success. A non-abbott small balloon catheter was used and inflated at the lesion while the retrieval catheter was passed by the balloon to successfully capture and retrieve the fe. There was no reported adverse patient effect. Though requested there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use, carotid filter used in peripheral vasculature. Estimated date of birth (reported as (B)(6)). Estimated date (reported as occurred a few days ago). Potential causes for difficulty advancing the retrieval catheter (rc) to the filtration element include, but are not limited to, vessel tortuousity, vessel calcification, physician technique, interaction between devices, and manufacturing error. As the device was not returned, no assessment can be made on the dimensions of the rc, but there was no issue noted loading the device on the barewire, it is unlikely there is any product deficiency. It was noted that the rc could not advance past an acute bend. Likely the operational context of the tortuousity presented by this bend was the cause for the difficulty advancing the catheter. The use of a small balloon catheter to straighten this bend, after which the rc passed, confirms that the bend was likely the cause. Per the emboshield nav6 instructions for use: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. In this procedure, the emboshield nav6 was used in the renal artery. There is no evidence suggesting that this site selection led to the difficulty advancing the rc and the tortuousity experienced may or may not occur in other vessels of the body. A review of the finished device lot history record and a query of the complaint-handling database could not be performed as the part and lot number were not reported and the device was not returned. All retrieval catheters are subjected to a visual inspection and guidewire movement check. In addition, a quality control audit inspection is performed on a sample of all embolic protection device parts to verify functionality.